Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the chest incision site. Physician brought the patient into the or, irrigated the chest pocket, repositioned the stimulation lead beneath the tissue, and closed. Physician inserted a PICC line to administer IV antibiotics after the procedure was completed.